Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown; st. Jude medical brk-1 xs transseptal needle, lot number unknown; st. Jude medical sl0 8.5fr sheath, lot number unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, while advancing the catheter, the patient became hypotensive. A perforation was confirmed via intracardiac echocardiography (ice) and a tamponade was confirmed via transthoracic echocardiography. Protamine was administered for heparin reversal. Pericardiocentesis yielded approximately 1100 ml. Patient was reported to be in stable condition. Patient required approximately 3 days of hospitalization in the intensive care unit for monitoring. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and not product-related. Transseptal puncture was performed with a st. Jude medical brk-1 xs transseptal needle. A st. Jude medical sl0 8.5 french sheath was used. Generator parameters, generator settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant (heparin bolus and infusion) after transseptal puncture. Activated clotting time (act) was 250-300 seconds at the time of injury. There is no information regarding spi value. Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.